Manufacturer narrative:
(B)(4). Date sent: 02/11/2022. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: the surgeon thinks that was the tissue condition the source of the problem not the device. The idea was to perform a rectosigmoidectomy with total mesorectal excision with stapling to be performed approximately 2 cm from the anorectal ring. We placed the contour jaws in the lower rectus distal to the end of the meso-rectal area, contemplating all the tissue, which was thicker than usual and not very "compressible". The patient has had radiotherapy for around 4 months previous to the surgery. When trying to close the device I noticed difficulties in closing the jaws. I repositioned it the way I thought was most appropriate. When trying to close the pressure progressively and continues to break the trigger before closing the jaw. Surgeon who helped me -who has also experience- requested another device and attempted other maneuvers to perform the procedure, and the same thing happened, he broke the manual closure trigger. Due to the impossibility of stapling and the fact that it is a potentially unviable tissue for anastomosis, in addition to low rectal neoplasm with narrow margin, we chose to perform abdominoperineal amputation of the rectum with the creation of a definitive end colostomy. The patient had a good postoperative evolution, pathology with free margins and patient without significant disfunction.

Manufacturer narrative:
(B)(4). Date sent: 03/24/2022 h11: corrected data = h1 (not reportable), h6 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information: the surgeon thinks that it was the tissue condition that was the source of the problem not the device.

Manufacturer narrative:
(B)(4). Date sent: 03/17/2022. D4: batch # u5fa8w. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screwdriver as a closing lever. The device fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during rectosigmoidectomy the surgeon, when activating the stapler apprehension trigger, did not close the jaw. When trying several times to reposition the stapler and press the seizure trigger, it did not close and the trigger broke in the surgeon's hand. According to the doctor himself, the amount of tissue was adequate for stapling. The stapler was replaced by another, but the problem recurred and the second stapler also broke in the surgeon's hand, so the decision was made to convert the surgery to anorectal amputation. Procedure: rectosigmoidectomy.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information has been requested. To date a response has not been provided. Should additional information be obtained, a supplemental medwatch report will be submitted: when was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Was one device used or were two devices used? Did the device cut? Did the device completely staple on either side of the knife? If not, can more information be provided about staple form? Please describe the staple shape and location. Was this the first firing or had the device been reloaded with new cartridge? Was this manual or automatic pin placement? Did they attempt to use another stapler device before decision to convert surgery to anorectal amputation? Was colostomy performed? If yes, was the colostomy temporary or permanent? Clarify what is mean by term ¿anorectal amputation¿? Is this meant to mean hartmann¿s procedure or abdominal perineal resection? Was the specimen taken with one or multiple firing? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.